Manufacturer narrative:
Per customer, qc was performed prior to the event and level iii was out of specifications, but passed upon repeat. Based on available information, customer tried to calibrate the instrument later in the day and calibration failed. Review of the archived data shows that qc was run in 2007 at 11:11 am (prior to the event). Both levels of qc were flagged; qc material is expired. Level iii qc failed and was out 2-3 sd. The specimens were collected in greiner lithium heparin with gel separator tubes and centrifuged at 3,200 rpm for 15 minutes. A field service engineer was dispatched to the customer's lab: the fse inspected the instrument and found wash wheel dirty with salt build up. All aspirate probes were dirty and fse replaced them. Reagent probes 1 and 2 were leaking and fse tightened, adjusted transducer and verified alignments. The fse replaced reagent probe 1 transducer. The fse performed system verification per established procedures. The customer had failing qc, but continued to release results. Hardware issues addressed by the fse are suspected contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tni) result that was generated by the unicel dxi 800 access instrument. The initial accu tni results was 1.00ng/ml. The result was reported out of the lab. The patient original sample was re-tested for accu tni and the repeated result was 0.29ng/ml. The sample was tested twice on a different instrument in the customer's lab and 2 results of 0.02ng/ml were obtained. A fresh sample was collected from the patient and tested for accu tni. The initial result was 0.22ng/ml and 0.01ng/ml upon repeat. The 2nd sample was tested on a different instrument and the accu tni result was 0.01ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.